Manufacturer narrative:
Aware date updated: 05/15/2023.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that during pre-use inspection, the cs300 intra-aortic balloon pump (iabp) unit had an operational panel led failure. There was no patient effect.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the main keypad japanese and keypad assembly. Then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.